Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to login to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: d10 concomitant med prod data a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station. The technical support specialist (tss) dialed into the server and noted that the server had been rebooted recently, and all bd services were running as expected. The reboot had occurred due to scheduled windows patching and the old domain controller had been decommissioned. The tss confirmed that the issue was resolved after the customer added the new domain controller to the firewall. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to login to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.